Event description:
Flame seen when attempting to use two different diagnostix surgical cautery lot #0407-4 and 0607-5 in the ed. Dates of use: 2007. Diagnosis or reason for use: cautery of laceration.